Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that in (B)(6) 2018, the ins had started moving around all over the place and the patient could see the corner of the ins sticking out under their skin and was tilted. Because it was sticking out and tilted, it would get caught on their clothes and they had a hard time charging the ins. The ins was originally implanted in the fatty deposit in their butt cheek, and then the patient had lost 25 pounds, which was reported to be the reason it started moving around. On (B)(6) 2018, the ins was surgically moved to their lower back area and placed within the muscle. It was confirmed that the ins was then lying flat so they were able to get communication for recharging; issue was resolved. No further complications were reported or anticipated.